Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first instrument was received partially applied with fourteen remaining clips. The second instrument was received partially applied with eleven remaining clips. The third instrument was received partially applied with ten remaining clips. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Note that the information for use(IFU) brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, three clips did not close the tissue. It was reported that the clips were malformed. A new device was used to complete the case. There was no patient injury.